Manufacturer narrative:
Device evaluate by MFR: returned product consisted of an eluvia self-expanding stent delivery system (sds). The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. The handle was dismantled when the device arrived. Visual examination showed that the outer sheath had no damage. The mid-shaft showed it had come loose from the retainer clip. The inner liner was kinked 1.5cm from the tip. The proximal inner showed no damage. The pull rack showed no damage. The thumbwheel showed no damage. The tip showed some minor markings from the stent deployment. The stent was not returned; therefore, the damage could not be confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment and stent elongation occurred. The long lesion was located in the highly calcified mid-lower superficial femoral artery (sfa). The lesion was accessed subintimally using a boston scientific super stiff amplatz wire and pre-ballooned using a 3mm balloon. The catheter and wire were withdrawn and the passage made back into the lumen. The lesion was then pre-dilated with a 5mm balloon. A scan was performed which showed good flow but with poor morphological result. Therefore the decision was made to stent. A 6x150x75 eluvia¿ drug-eluting vascular stent system was advanced ipsilateral and deployed with no issues. Due to the length of the occlusion, another 6x150x75 eluvia¿ drug-eluting vascular stent system was selected for placement with an overlap to the previous stent. The stent was put into position and deployment initiated. After 2-3 cm of deployment, the delivery system broke with a "clunk" noise heard. The wheel would no longer turn and the pull handle was free. The physician took the handle apart and manually deployed the stent. The stent was partially elongated during the deployment. An additional 2500 units of heparin were administered during these manipulations. To address the elongated stent, a 6mm x 100mm non-bsc stent was placed inside that segment. An additional 6 mm x 40mm non-bsc stent was placed proximally to fully cover some residual occlusion, followed by post-dilation. The procedure was completed with good flow but still some residual narrowing in the heavily calcified segment. There was no injury to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent partial deployment and stent elongation occurred. The long lesion was located in the highly calcified mid-lower superficial femoral artery (sfa). The lesion was accessed sub intimally using a boston scientific super stiff amplatz wire and pre-ballooned using a 3mm balloon. The catheter and wire were withdrawn and the passage made back into the lumen. The lesion was then pre-dilated with a 5mm balloon. A scan was performed which showed good flow but with poor morphological result. Therefore the decision was made to stent. A 6x150x75 eluvia¿ drug-eluting vascular stent system was advanced ipsilateral and deployed with no issues. Due to the length of the occlusion, another 6x150x75 eluvia¿ drug-eluting vascular stent system was selected for placement with an overlap to the previous stent. The stent was put into position and deployment initiated. After 2-3 cm of deployment, the delivery system broke with a "clunk" noise heard. The wheel would no longer turn and the pull handle was free. The physician took the handle apart and manually deployed the stent. The stent was partially elongated during the deployment. An additional 2500 units of heparin were administered during these manipulations. To address the elongated stent, a 6mm x 100mm non-bsc stent was placed inside that segment. An additional 6 mm x 40mm non-bsc stent was placed proximally to fully cover some residual occlusion, followed by post-dilation. The procedure was completed with good flow but still some residual narrowing in the heavily calcified segment. There was no injury to the patient.